Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. The original complaint of the unresponsive keypad buttons was not confirmed or duplicated during evaluation; all buttons responded appropriately. During investigation, the keypad was removed and no damage was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.